Event description:
The lay user/pt contacted lfs on (B) (6), 2010 alleging an apply sample on her one touch ultra 2 meter. The pt mentioned that she first noticed the apply sample message on the evening of (B) (6), 2010 at 4:30 pm. Approximately an hour later, the pt began to exhibit symptoms of feeling thirsty. The pt then drank more food/drink. The pt did not seek any further medical attention or contact her physician for assistance. While troubleshooting, it was verified that the pt had been applying the blood correctly on the test strip. The pt was applying the blood on the top of the test strip. Customer care advocate (cca) assisted the pt in setting the meter correctly and the issue was resolved over the phone. Product was replaced. The complaint is being reported since the pt alleged that since she was unable to obtain a blood glucose reading, she developed symptoms suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.